Event description:
The below report was received by health authority ansm (reference number: r2304721) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("migration of the essure to the left, visualized in intracavitary in contact with the endometrium") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned uterine anteflexion. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2023, 6547 days after essure (ess205) insertion, she experienced endometrial hypertrophy ("glandulocystic hypertrophy of the endometrium"). An unknown time later she experienced embedded device (seriousness criterion medically important), menometrorrhagia ("menometrorrhagia for several years") and fatigue ("fatigue"). Essure (ess205) treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure (ess205) with regard to embedded device, menometrorrhagia, fatigue or endometrial hypertrophy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Ultrasound pelvis] on (B)(6) 2023: du to menometrorrhagia: result: the uterus is anteverted, of normal size, of regular contours. The myometrium is homogeneous, the endocavitary line is regular. The endometrium is hyper-echoic with glandulocystic hypertrophy of the endometrium, an endometrium measured at 16 mm in thickness. Migration of the essure to the left, with its tip visualized in contact with the endometrium, intracavitary. On the right, the essure seems to be in place. The ovaries are visualized, of normal size, presence of a few follicles without mass or cyst observed. The kidneys are in anatomical position, of regular contours, of normal size, without dilation of the excretory cavities. No intraperitoneal effusion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-feb-2023. The most recent information was received on 09-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("migration of the essure to the left, visualized in intracavitary in contact with the endometrium") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned uterine anteflexion. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2023, 6547 days after essure (ess205) insertion, she experienced endometrial hypertrophy ("glandulocystic hypertrophy of the endometrium"). An unknown time later she experienced embedded device (seriousness criterion medically important), menometrorrhagia ("menometrorrhagia for several years") and fatigue ("fatigue"). Essure (ess205) treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure (ess205) with regard to embedded device, menometrorrhagia, fatigue or endometrial hypertrophy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Ultrasound pelvis] on (B)(6) 2023: du to menometrorrhagia: result: the uterus is anteverted, of normal size, of regular contours. The myometrium is homogeneous, the endocavitary line is regular. The endometrium is hyper-echoic with glandulocystic hypertrophy of the endometrium, an endometrium measured at 16 mm in thickness. Migration of the essure to the left, with its tip visualized in contact with the endometrium, intracavitary. On the right, the essure seems to be in place. The ovaries are visualized, of normal size, presence of a few follicles without mass or cyst observed. The kidneys are in anatomical position, of regular contours, of normal size, without dilation of the excretory cavities. No intraperitoneal effusion. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-feb-2023. The most recent information was received on 09-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("migration of left essure, visualized in intracavitary in contact with the endometrium") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned uterine anteflexion. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2023, 6547 days after essure (ess205) insertion, she experienced endometrial hypertrophy ("glandulocystic hypertrophy of the endometrium"). An unknown time later she experienced device expulsion (seriousness criterion medically important), menometrorrhagia ("menometrorrhagia for several years") and fatigue ("fatigue"). At the time of the report, none of the events had resolved. No causality assessment was received for essure (ess205) with regard to device expulsion, menometrorrhagia, fatigue or endometrial hypertrophy. The reporter commented: appointment to be made with a surgeon for the removal of the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Ultrasound pelvis] on (B)(6) 2023: menometrorrhagia, patient with essure. Result: the uterus is anteverted, of normal size, of regular contours. The myometrium is homogeneous, the endocavitary line is regular. The endometrium is hyper-echoic with glandulocystic hypertrophy of the endometrium, endometrium measured at 16 mm in thickness. Migration of left essure, with its tip visualized in contact with the endometrium, intracavitary. On the right, the essure seems to be in place. The ovaries are visualized, of normal size, presence of a few follicles without mass or cyst observed. The kidneys are in anatomical position, of regular contours, of normal size, without dilation of the excretory cavities. No intraperitoneal effusion. Conclusion: thickening of the endometrium, glandulocystic. Migration of the left essure, visualized intracavitary in contact with the endometrium. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review the event embedded device was changed to device expulsion. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.